Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -4.50/1.5/089 (sphere/cylinder/axis), implantable collamer lens was explanted from the patient's eye due to closed angle glaucoma being observed. No patient injury. Additional suture to close the wound. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in contact lens case, dry, residue and debris on product. Visual inspection found haptic torn and stretched out, with residue and debris on lens. Claim# (B)(4).